Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. At an unspecified time in 2004, the customer contact stated that the pump alarmed and powered off. The nurse reportedly reprogrammed the device to deliver an unspecified volume of d5.45ns at a rate of 940ml/hr instead of the intended rate of 50ml/hr. At 1720, a second nurse "re-evaluated" the patient and noted the error. The physician was notified and the patient was treated with an unspecified dose of lasix. The device was removed from clinical service. The therapy was not resumed. There were no reported adverse patient sequelae. On an unspecified date, the patient was "discharged home stable." Though requested, no additional information was provided.